Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was having sensor glucose versus blood glucose differences. The customer was at 500 mg/dl when they got to the doctor's office and was treated with manual injections. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had an allergic reaction that put them in a coma in 1992. The customer also had a high of 300 to 400 mg/dl on the week of (B)(6) 2018. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.